Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer was advised pump will need to be replaced.

Manufacturer narrative:
The insulin pump received with critical pump error alarm and unable to download due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. The insulin pump received with scratched case, serial number label fading, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.